Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011, after the use of the product. In addition, the decedent's certificate of death was received indicating immediate cause of death to be cardiac arrest and underlying cause was coronary artery disease.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR # 1225714-2013-01247.